Event description:
It was reported that catheters blink only at the distal end. The procedure was not delayed and was completed successfully. The patient began to bleed as the unit was being inserted into the ureter and was noticed during the first insertion. It was further reported that a new catheter was used and it functioned properly.

Manufacturer narrative:
A quantity of two units, same part and lot number, were implicated in this event. Please refer to medwatch report number 2936485-2012-00474 for unit #1. Additional information will be provided once the investigation has been completed.